Manufacturer narrative:
Main component of the system and other applicable components are: concomitant products: product ID 3889-28, lot # v573249, implanted: (B)(6) 2011, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve sti mulationxx the patient noticed her implant wasn't being as effective, so she followed up with hcp(healthcare provider) and hcp indicated that one of patient's lead wires had moved. She was now experiencing pain on opposite side of where ins (stimulator) was located. The patient was wondering if the pain could be caused by the lead wire having moved even though the pain was on the opposite side of where ins was located. Hcp did a lot of tests on patient. Hcp indicated that it was up to patient if she would like to have surgery to have lead wire fixed. Patient also hcp indicated at the same time they could change out ins for a new one as well. Patient then states that she had surgery once to put lead wire back in place or in another place. The patient was unsure which. At that time she had been experiencing extra pain and hcp indicated the extra pain could have been due to the lead wire having moved. But, when patient services asked for event date regarding previous lead wire having moved/pain/surgery to fix it, the patient retracts her statement and states at that time patient was experiencing a lot of sciatic pain and she was seeing a healthcare provider at that time and that hcp wasn't sure if the wire had moved, but had indicated that surgery was needed to maybe move the wire because it may not have been in the right place for patient. She had surgery and they "put it in a different place." Event date asked, unknown: device wasn't as effective asked, unknown: one of the lead wires moved, pain on opposite side of implant 2012: lead wire may of moved, surgery to put it right place for pt, sciatic pain (extra pain).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.